Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she needed assistance calibrating and that her blood glucose would run in the 300 to 499 mg/dl range early in the morning. She stated her healthcare provider was working on this. At the time of reporting this, her blood glucose was 65 mg/dl and she stated she would drink tea with real sugar to treat. Nothing further reported.